Manufacturer narrative:
UDI: (B)(4). A sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the catheter broke off 2mm distal to the hub of the suspect device and remained in the horse's jugular. The horse was sedated, had an ultrasound, and surgical removal via cut down and retrieval with hemostats was performed.

Manufacturer narrative:
Device evaluation: result - two samples available for evaluation, one unused and one used sample. The unused sample was visually inspected and no problems were observed. This samples was pull tested obtaining 6 lbs where actual spec is: > 3.5 lbs. The used sample was visually inspected and damage on the catheter was found. There were no signs of bad assembly since the catheter remains attached to the adapter. The reported lot number 6055941 was manufactured on mar-29-2016. No qn's or other extraordinary events have been related to the complaint. No issues were detected from the manufacturing process, maintenance or calibrated instruments. Minimum catheter pull test value appreciated during manufacturing process of lot 6055941 was 5.51 lbs, which exceeded the product spec. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the DHR review for material (B)(4) with lot number 6055941, the product is pull and leak tested and all samples taken met the acceptance criteria. The damage seen on the used catheter sample is not associated to the manufacturing process. The process was reviewed and there are proper controls in place to detect this kind of failures. Bd will continue to monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. A root cause for manufacturing process cannot be determined.